Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient lost consciousness due to hypoglycemia. The patient's blood glucose (bg) levels were ¿low¿ (<1.1 mmol/l) (<20 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient stated activating a new pod, setting it to manual mode and placing it on the opposite side of the sensor. The patient stated that overnight while in manual mode, their bg dropped low, and they lost consciousness. The father found them unconscious and called 911. The paramedics treated them on site with glucagon and a saline solution. The device was discarded.